Event description:
It was reported that the surgeon of the hospital reported that he was performing a revision surgery. During this surgery he observed that he ordered the wrong inlay for the patient. They had to stop the surgery and the patient have to undergo another surgery on saturday, (B)(6) 2014.

Manufacturer narrative:
An event regarding incorrect ordering of a device by the surgeon involving a pca insert was reported. Based on the provided information, the root cause of the reported event is user error - the surgeon made an error when ordering the device - and the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the surgeon of the hospital reported that he was performing a revision surgery. During this surgery he observed that he ordered the wrong inlay for the patient. They had to stop the surgery and the patient have to undergo another surgery on saturday, (B)(6) 2014.

Manufacturer narrative:
Additional devices listed in this report: cat # 6728-4-611, lot # 47169501, description: pca mtk rev tib ins lt lg 11mm. Cat # 6728-4-613, lot # 47183701, description: pca mtk rev tib ins lt lg 13mm. A review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases were reviewed from 2012 to present for similar reported events. There have been no other events for the lot referenced. Based on the provided information, the root cause of the reported event is user error - the surgeon made an error when ordering the devices and the products reported did not contribute to the event.